Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a liver resection, the surgeon attempted to fire the stapler on the hepatic vein. He was clamped down and hit the green button to engage the fire mechanism. When he attempted to fire the stapler, it jammed half way through the first ratch of the handle and could not be fired anymore. They attempted to fire more by applying more pressure but it would not move so the retracted the stapler by pulling on the black toggles as normal and when the stapler open the staples had not fired or closed the tissue and vein were cut. Medical intervention was required but specific information is unavailable from the reporter.